Event description:
It was reported to the MFR that the vns pt was in the ICU with bradycardia. The pt's heart rate was in 50's. It is unk if the drop in heart rate is related to vns stimulation. The pt was previously reported to have experienced similar event in 2008 that was attributed to the pt's pre-existing cardiac issues unrelated to vns therapy. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.

Event description:
Additional information was received that the patient's reported cardiac events were not vns related.